Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (5000 mcg/ml at 869 mcg/day) and bupivacaine (2 mg/ml at 0.348 mg/day) via an implantable infusion pump. It was reported that the patient's pump had moved in the pocket and was uncomfortable. The patient requested that the pump be moved to the other side of her abdomen. The patient had a pocket revision on (B)(6) 2019 and the pump was moved from the left to the right side of her abdomen. The pump was replaced during the revision but it was noted that there was no complaint against the pump. The catheter was also revised at the time of the pocket revision due to the pocket moving locations. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive, no injury. No further complications were reported.